Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented with atrial lead noise. The atrial lead was explanted and replaced. The patient was stable.